Event description:
Customer nicu dept reported a syringe module had a lasix drip which was clamped inadvertently; it had been programmed to infuse at .65 ml/hr, and reportedly the device did not alarm for 12 hours. There was no pt harm and no report of medical intervention.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.